Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with two 330cc mentor smooth round high profile prostheses and experienced postoperative right-sided deflation and bilateral chest injury and pain. The patient stated that the patient experienced a work-related injury on (B)(6) 2020 and her back and breasts started hurting. As the patient returned home and changed her outfit, she noticed that her right breast was deflated. Since the incident, the patient has been experiencing breast soreness bilaterally and unable to sleep well. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left prosthesis.

Manufacturer narrative:
On 16-mar-2020, mentor received additional information regarding the date of explantation. The patient is scheduled to undergo explantation on (B)(6) 2020. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 5-feb-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted the visual inspection. Visual analysis of the returned device revealed no damage or anomalies. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor received additional information regarding the date of explantation, event date, diagnosis of right-sided deflation, and revision surgery. Initially, the date of explantation was reported as (B)(6) 2020. However, additional information revealed that the actual date of explantation was (B)(6) 2020. The patient experienced back and breast pain initially on (B)(6) 2020. The patient had a consultation with her physician on (B)(6) 2020, due to breast and back pain, and right-sided deflation was confirmed. The patient underwent bilateral removal and replacement with two 490cc mentor memorygel breast implant prostheses (catalog #: shpx490, left lot #: 7725718, right lot #: 9430298). The relevant fields have been updated. On (B)(6) 2021, it was found that updated reason for device explant and/or reoperation was omitted on the previous report. Manufacturer's reference number: (B)(4), updated reason for device explant and/or reoperation: chest injury, breast pain.